Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
The reported complaint was received on (B)(6) 2018 "customer claims difficult/cannot clean - flange residue on insertion tube" involving the pentax medical video colonoscope model ec38-i10l (s/n (B)(4)). No serious injury or death of a patient or user, or delay in the procedure which would require medical intervention was reported. Additional responses from the end user stated that the "flange residue" was a glue/paste that became adhered during this stoma procedure and was identified during the manual cleaning process in reprocessing. Since the residue was not removed after manual cleaning and two cycles in the automated endoscope reprocessor(aer), the device was sent for service. On (B)(6) 2018, the colonoscope was received and evaluated by the pentax medical service repair department. The service repair team confirmed the customer's complaint of residue on the bending rubber, air/water socket, and the insertion tube at 1st and 2nd stages. Additionally they noted the following: pass wet and dry leak tests. Water nozzle clogged with inorganic debris. Suction cylinder residue build up.